Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot# va19v8c, implanted: (B)(6) 2016, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(4) 2016. Product type extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(4) 2019, (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(4) 2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had headaches and a feeling of their brain scratching the inside of their skull. It was noted a car accident that led to a concussion was a possible contributing factor. Their impedances were all in range, and turning the ins off and on showed the system was still providing significant benefit. The physician assistant adjusted the rate by 10 hz to address the persistent right hand tremor. No actions had been taken to resolve the headaches or strange brain feeling. It was noted the physician's assistant thought the symptoms were related to the patient's concussion. No further complications were reported as a result of this event.